Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he had been experiencing low blood glucose for 3 or four days. Customer stated his blood glucose the morning of the call was 41 mg/dl. He treated with food and blood glucose went to 297 mg/dl. The customer stated he did not know how much insulin the insulin pump gave him but it was not much and he bottomed put twice. The basal rates were checked and it had 80 units a day and it should be around 50 units a day. The customer changed the basal rate setting to standard rate. He mentioned being legally blind on one eye.